Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that after the trial procedure the patient developed new pain. The patient was hospitalized and the leads were explanted. The pain has since subsided and the physician believes the symptoms to be related to the procedure. There have been no reports of further complications regarding this event.